Event description:
It was reported that the device exhibited capture and sensing anomalies and lead fracture. The device was replaced after the patient developed an infection post pulse generator replacement.